Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and could not produce the reported complaint. The exhalation flow sensor interface board and printed circuit assembly were replaced as a precaution, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit stopped ventilating. There was no reported patient injury.